Event description:
It was reported that during a laparoscopic colectomy procedure, the device was put through the trocar and when they went to open it to place on tissue, the device would not open. The device was not used. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.